Event description:
It was reported that customer experienced a non-resettable malfunction alarm identified as malf 16 with associated fault code, and no notable events occurred before malfunction. There was no reported impact to the customer¿s blood glucose level. Customer support arranged pump replacement, confirmed pump serial number and shipping address, provided storage mode and return instructions, and customer was instructed to return problematic pump, while backup insulin therapy method was not disclosed.